Manufacturer narrative:
Evaluation results and conclusion: (stroke). (B)(4).

Event description:
The stroke event which occurred approximately 20 months post index procedure occurred one day prior to that previously reported. The stroke event which occurred approximately 22.5 months post index procedure occurred one day prior to that previously reported.

Event description:
Patient had one endeavor sprint drug eluting stent implanted in the 1st diagonal during the index procedure. It is reported that the patient suffered a stroke approx 20 months post index procedure. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered with treatment. It is reported that the patient suffered a second stroke approx 20 months post index procedure. Investigator has assessed that the event was not related to the study device. It is reported that the patient recovered with treatment.